Event description:
It was reported the insulin pump would switch on and off at all time, despite have a new battery. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
No unexpected on off anomalies or blank display anomalies noted during testing. Passed displacement test and off no power test. The operating currents were in spec. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.